Event description:
It was reported that the camera head's rubber coating gave way and the wires were exposed. The event occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was provided by the customer: the issue was identified after a laparoscopy, involving the appendix.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the event occurred due to poor water-tightness of cable unit and metal part was exposed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.